Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 20 mg/dl. The customer reported not noticing the lows. The customer states in the normal range and then bam on the floor sweating. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.